Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implant date: (B)(6) 2014; dtba1d4 crtd, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead slack was out and straight and exhibited no capture. Dislodgement of the ra lead was suspected. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.